Event description:
It was reported that revision surgery was performed due to allergic reaction to nickel and pain. Patient diagnosed with osteoarthritis. It was noted at the time of revision that the hip had about 50 ml of clear fluid. Good ingrowth of the acetabular component noted.